Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature to unipolar configuration. Additionally, oversensing of noise was observed on the ra channel. The model/serial of the ra lead is unknown, however, the lead was reported to be a st. Jude lead. No adverse patient effects were reported. This lead remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).